Event description:
Report received from distributor (B)(6) 2010. Approximately two weeks before report date the reporter purchased one tube of epiceram from a (B)(6). About the same time, pt started using the product twice daily to back and chest for treatment of eczema. Initial report indicated a week (later report the reporter indicated 3-4 days) later, the pt pointed out to reporter that the areas where the product was being applied were reddening significantly. The pt stopped using epicream and the reporter took pt to their physician. Physician switched the pt's therapy to locoid cream (unk strength or dosage.) Pt is responding well to new therapy.

Manufacturer narrative:
Current collected data indicates that product is within specifications and may not meet MDR criteria. However, as all test results have not been completed at the time of MDR submission, a decision was made by manufacturer to submit as a precaution. A f/u report will be filed with add'l info as applicable.